Event description:
It was reported that during implant, the pump would not lock and could be turned. The locking mechanism was reportedly fully engaged. The surgeon unlocked and locked the pump multiple times but this did not resolve the issue. A different pump was used, but the issue persisted. The new pump was fixated with sutures. There was no impact to the patient as a result of the malfunction. Related pump MFR #: 2916596-2023-00726.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the pump being able to turn could not be confirmed through this evaluation. Furthermore, a specific cause for the event could not be conclusively determined. Of note, the heartmate 3 left ventricular assist system (lvas) allows for a certain amount of rotation, per design. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 patient handbook (rev. D) are currently available. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). Section 5 of the IFU, under ¿inserting the pump in the ventricle¿, provides information to ensure the proper placement of the pump and engagement to the apical cuff. This section also provides steps if the orientation of the pump requires adjustment following the initial connection. Section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.